Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported excessive wear on the ECG port and intermittent v6 drop out. There was no report of pt involvement or impact.